Event description:
It was reported that, during surgery the surgeon found that the locking ring was away from the bipolar cup by 3mm. The patient underwent a revision and the bipolar cup was replaced.